Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. Further examination of the valve revealed the presence of biological debris within the device. The root cause(s) of the problem reported by the customer was due to biological debris/dried saline debris found within the device. It is also possible that during the flushing process before implantation, the siphon guard was activated and giving the impression that the valve was malfunctioning. An excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, but this could not be determined. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar events. At the present time this complaint is considered closed.

Event description:
Fluid did not flow through the device during implantation preparation. Another product was used to complete the case. There were no adverse consequences to the patient. There was no delay in surgery reported. (B)(4).